Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. In this case, there were no reported device malfunctions or product deficiencies. The reported patient effects of dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified and 88% stenosed mid left anterior descending artery. An unknown balloon was used to re-dilate the lesion and a 3.0 x 28 mm xience v was deployed. During post-dilatation with an unknown balloon, a side edge dissection was observed. Another xience v was used to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.